Event description:
Individual was on peritoneal dialysis. Approx (B)(6)2009, he became ill and I carried him to the hospital for treatment. It was determined that he had an infection. He was treated and sent home. On approx (B)(6)2009, he was admitted to the hospital again with the same symptoms. On the morning of his death the hospital staff noticed his abdomen had swelled up and rushed him to x-ray. They found a serious infection in his abdomen and just after leaving x-ray he coded. The hospital was able to restart his heart and keep him on life support. When his mother and I got to the hospital we were told that the infection had ruptured and his body was full of infectious poison and nothing could be done. Shortly thereafter the decision was made to remove life support. In latter (B)(6)2010 -last month- we received by certified mail an urgent notice from fresenius medical care concerning a defect in their medical supplies indicating that the deceased had been shipped some of the defective supplies -cycler sets-. The supplies defect would/could result in peritonitis -a severe abdominal infection-. Give the circumstances surrounding his death, there is reason to believe that his death was caused by the defective device. However, due to the time lapse in death and report of the defective supplies, there are no cycler sets on hand. Dates of use: unk; (B)(6)2009 - (B)(6)2009. Diagnosis or reason for use: diabetes.